Event description:
It was observed during the device inspection that the scope had a black image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the image was not restored after aeration, resulting in a black screen. Olympus will continue to monitor field performance for this device.